Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded. Submit date: (B)(4) 2012.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded. Submit date: (B)(4) 2012.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a trellis device. The customer reports, the device was positioned per the IFU and treatment began. Approx, 9 minutes into treatment the middle wire section of the device fractured and was no longer functional. The physician utilized hemostats to retrieve both the catheter and wire from the pt. Angiojet was used to complete the treatment without incident. No negative consequence or impact to the pt was reported.